Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had air bubbles in the infusion set tubing. The customer's blood glucose (bg) level was over 600 mg/dl and was in diabetic ketoacidosis (dka). The customer exercised, drank water and delivered insulin via the pump to address the bg level. The customer was hospitalized and was treated with fluids and an insulin drip. The customer was discharged 6 days later with the bg and dka resolved. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the air bubbles.